Manufacturer narrative:
Tandem's pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 605 mg/dl. The customer administered manual injections. The customer reported leg pain and was unable to walk on the event date due to the elevated bg level but did not report a specific injury related to the leg pain. Tandem technical support reviewed pump data and confirmed that the customer had received the proper alerts and alarms prior to the pump shutting off and that the pump battery had fully depleted. The customer acknowledged the information.